Manufacturer narrative:
Investigation summary: bd received 2 photos and 1 video for investigation. The photos/video show open package seal of the blister packaging. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: open package/seal. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® ultratouch¿ push button blood collection set with pah there an unsealed blister pack on 30 devices rendering them non-sterile. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® ultratouch¿ push button blood collection set with pah there an unsealed blister pack on 30 devices rendering them non-sterile. No adverse impact was reported regarding the patient or user.